Event description:
The device was being utilized during a bilateral needle localization. The surgeon was cauterizing close to the hook wire, but not touching it and the hook wire melted into two pieces. There was no injury to the patient. The procedure was completed without any complications.